Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation, along with a photo of the unit. Upon inspection, engineering confirmed the tip of the cannula was fractured. All pieces of the fractured cannula were returned for evaluation. Engineering also noted the obturator was bent at the tip. The root cause of the damage to the cannula is likely due to an interruption in the molding process. The bending of the obturator likely occurred as a result the lack of support from the cannula. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Although the lot was not specified on the documentation, this lot was most likely built prior to the implementation of these enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap diagnostic - "during dr.(B)(6) entry with the trocar, the cannula and bladed obturator broke at the distal tip. Trocar was removed and replaced with a new product. Original packaging was tossed into trash and not recovered to obtain lot number. Actual event product and pictures are provided." Patient status n/a.